Event description:
It was reported that the patient experienced a lead migration and a disruption of parasthesia. The migration was confirmed via x-ray. The patient underwent a lead replacement and recovered without sequela.